Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence in the black box or history of any power issue. The pump booted up normally with no issues. No power loss issues occurred during investigation. The pump was opened and no defects were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
A follow up supplemental was submitted to revise the following: under the evaluation codes revised the evaluated by mfg: box. Updated the code for the device not evaluated code box. Updated the device available for evaluation box. Updated the device returned to mfg date box.